Manufacturer narrative:
The philips clinical solutions delivery consultant spoke with the customer. The customer is using the philips fast spo2 measurement. The customer has retained cables manufactured between jan 2022 - april of 2024 for future return to philips for testing. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that intermittent spo2 signal loss, an inability to get the sensor to light up issues and inaccurate spo2 readings. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is unable to confirm the reported issue. The customer did not label/sequester the affected cable for investigation by philips. The philips csdc did not reproduce this report when evaluating for spo2 cable issues at this facility. Additionally, patient demographic information is not available. Per the instructions for use, inaccurate measurements may result when the application site for the sensor is deeply pigmented or deeply colored, for example, with nail polish, artificial nails, dye or pigmented cream. The csdc was asked to advise the customer to retain and label the device if the issue recurs. If additional information is received the complaint file will be reopened.

Event description:
Updated problem statement: the customer reported inaccurate spo2 readings. The device was in use on a patient at the time of the event. There was no adverse event reported.